Manufacturer narrative:
The investigation determined that imprecise phyt quality control results were obtained from the vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. However, the investigation is unable to rule out a reagent or equipment issue.

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)